Event description:
Litigation alleges that the patient suffered synovitis, mechanical complications left total hip replacement, tissue necrosis, inflammation, loosening of the prosthesis, chromium and cobalt toxicity and complications therefrom, physical pain and disfigurement.

Manufacturer narrative:
(B)(4).the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update 5 jan 2015 - der recvd for right hip. Bilateral patient. Original wpc has put the same litigation information for the left hip on both sides therefore the information above is actually in relation to the left hip. The doi is also for the left hip side. Corrected doi below for right hip, reason for revision is pain, added patient activity level, surgeon and sales rep details. Also added stem and sleeve products.